Manufacturer narrative:
This MDR was generated under protocol (B)(4), as a result of warning letter cms# (B)(4). A manufacturing device history record (DHR) review was not performed because the results of the complaint investigation do not indicate a problem with the manufacture of the device. No causes or potential causes of the customer's reported problem were found during the review of service and repair records. A product sample was received for evaluation. Visual and functional testing were performed. No physical damage was observed. Visually inspected device and found layer of sediments on the bottom of tank reservoir and evidence of fluid ingression outside of enclosure. There was a line cord wear and tear and drain valve and filter guard fluid ingression damaged. The root cause of the reported issue unable to be determined. Actions were taken to mitigate the reported issue: replaced enclosure, return tube, top socket, membrane switch, and pump assembly.

Event description:
It was reported that the medication got into water tank. No patient injury was reported.